Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for a total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2020: essure devices are seen near both cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included paratubal cyst and uterine haemorrhage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for a total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: diagnosis after microscopic examination: cervix, uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - cervix with no significant pathologic abnormality. - secretory endometrium, negative for atypia. - myometrium with no significant pathologic abnormality. - bilateral fallopian tubes with paratubal cysts. - negative for malignancy. Ultrasound scan vagina - on (B)(6) 2020: essure devices are seen near both cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: mr received. Reporter information, other relevant history, auto-narrative supplement added and event: "medical device removal" updated to "pelvic pain". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for a total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2020: essure devices are seen near both cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and uterine haemorrhage. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: diagnosis after microscopic examination: cervix, uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with no significant pathologic abnormality. Secretory endometrium, negative for atypia. Myometrium with no significant pathologic abnormality. Bilateral fallopian tubes with paratubal cysts. Negative for malignancy. Ultrasound scan vagina - on (B)(6) 2020: essure devices are seen near both cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received event " abnormal uterine bleeding " was added. Date of insertion and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.